Manufacturer narrative:
The device was returned to zoll medical corporation. No accessories were returned with the device, including the battery, as part of the investigation. The customer report could not be duplicated; the device was extensively tested and passed all testing successfully. Review of the device log suggests the state of charge related to the battery was a factor. A zoll representative contacted the customer site to schedule a visit and will assess the customer's battery management practices. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a 74 year old male patient, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.